Event description:
It was reported that during a supply change the infusion set connector was not secured to the ilet, which caused the cartridge to be pushed out during the fill tubing step, and the user was not connected to their body and no insulin leakage was observed; the user and agent removed all supplies, rewound, and completed the supply change properly, after which insulin delivery resumed without issue. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and successful restoration of insulin delivery. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed incorrect deployment of the infusion set and an unsecured connector, consistent with use-related error affecting the infusion set and cartridge connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique during the supply change procedure.